Event description:
The infusion device displayed a2 low battery alert on (B)(6) 2011. The infusion device was in the run mode, and pt changed the battery. The infusion device would not start up after a new battery was inserted, and pt tried several new batteries. The infusion device was requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. The infusion device was evaluated, and the complaint was verified. There is a short circuit on the force sensor. Due to this defect, the infusion device shut down out of the run mode. From the moment, the infusion device no longer delivered any insulin. E7202 error was found in the infusion device history, and this was correctly triggered due to the short circuit on the force sensor.